Event description:
Tube had been unstoppered for sampling through the chemistry analyzer, restoppered, and placed in the storage rack. Lab employee picked up the tube by the stopper. Stopper came off the tube, fell back into rack and serum splashed into eye. No faceshield or goggles in use. Lab employee underwent eyewash and visited ER for further treatment. Pt tested for hiv, hep c and rpr. Results not currently available. Employee will be tested every 6 weeks for 3 months, then again 3 months for 1 year.